Event description:
Additional information was received that the rv pacing impedance continued to measure greater than 2,000 ohms, with increasing threshold measurements. A revision procedure was performed and the rv lead was surgically abandoned and replaced. The device remained actively implanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the patient's remote monitoring system that this implantable cardioverter defibrillator (ICD) along with right ventricular (rv) lead exhibited high out-of-range pacing lead impedance measurements greater than 2,000 ohms. A gradual increase in the measurements was observed in the past months. The patient was subsequently seen in a clinic and high impedance measurements were still observed. However, a normal impedance value was obtained from a defibrillation threshold (dft) test performed. A copy of the device memory was then submitted and analysis revealed that the observation could be due to calcification of the lead tip. Additional information from a local field representative indicated that the clinic has elected to continue monitoring. Remains in service. No adverse patient effects were reported.

Event description:
Further information was received indicating that the implantable cardioverter defibrillator (ICD) along with the right ventricular (rv) lead continued to exhibit high pacing impedance measurements greater tha 2,000 ohms. Boston scientific technical services (ts) advised bringing the patient in for an in-clinic evaluation. Additional information was unable to be obtained. At this time, the system remains in service. No adverse patient effects were reported.